Event description:
It was reported that they were in a idiopathic ventricular tachycardia (idvt) procedure with a healthy patient with no other heart disease. After 20 seconds ablations in the outflow tract with 40 watts and 10 ml/min flow settings, there was a temperature rise to 44 degrees and a perforation. The patient had an acute open surgery and was cooled down. After three days at the intensive department, the patient woke up and seems to be in healthy condition. No signs of barin damage or other handicap. Upon request, additional information was provided on the event. The event was life threatening. There was a severe perforation of the right ventricle in the heart. The patient had an acute open heart surgery, was sutured and then was cooled down. The event required extended hospitalization. The patient fully recovered. After three days at the intensive department, the patient woke up and seems to be in healthy condition. No signs of brain damage or other handicap. The causality was possibly device and procedure related. The patient¿s baseline was healthy. Maybe the patient¿s anatomy contributed to the cardiac perforation. The physician experienced difficulty in manipulating the catheter. There was an impedance rise when the perforation was found and the temperature rose to 44 degrees. There was 20 seconds of ablation prior to the event. The rf generator was set to temperature control mode at 40 watts. The temperature cut-off setting was set to 90 degrees celsius. The flow setting was set to 10 ml/min. Used was 2000 u heparin.

Manufacturer narrative:
Concomitant products: ep - shuttle rf generator system - 100w: model #: 39d-76x; serial #: (B)(4). Coolflow pump - model #: m-5491-01; serial #: (B)(4). Carto 3 system - model #: m-4800-01 serial #: unknown. Non-navigational cables - model #: 39e-43r; lot #: unknown_39e-43r. (B)(4).

Manufacturer narrative:
In supplemental follow-up #2 submitted on october 25, 2013, it was reported that the product investigation would not be performed since the catheter was not returned for analysis. However, on december 5, 2013 the bwi failure analysis lab received the product. The product investigation is in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was provided on october 11, 2013. The carto system was not involved in this procedure as previously reported. The navx system was used for this procedure. Also, the patient made a full recovery. Investigation still in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that they were in a idiopathic ventricular tachycardia (idvt) procedure with a healthy patient with no other heart disease. After 20 second ablations in the outflow tract with 40 watts and 10 ml/min flow settings, there was a temperature rise to 44 degrees and a perforation. The patient had an acute open surgery and was cooled down. After three days at the intensive department, the patient woke up and seems to be in healthy condition. No signs of brain damage or other handicap. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.